Manufacturer narrative:
The reported multifix s-ultra was returned for evaluation. The device was intended for treatment. A relationship between the devices and reported incident was established. The visual inspection of the returned multifix s shows that device was received with the die broken. The anchor body, the sleeve and suture were not return for evaluation. The multifix s-ultra is a single use device therefore cannot be tested. Based on our visual inspection, the piece of inserter (die tip) broke during the implantation of the anchor. An exact root cause for the broken tip is uncertain; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) anchor pounded in without establishing alignment with pre-punched bone hole. (2) anchor pounded in to hard bone without a pre-punched hole. Or (3) pulling back or joy sticking inserter before deployment of anchor. The misaligning the device to bone hole, implant pound in without a pre-punched hole or joy sticking the device before deployment can result in damage to the device or implant pull out. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
The metal tip of the device was discovered to be left in the patient's body when an xray was taken after the procedure. An additional procedure was completed to remove this metal piece from the patient.